Event description:
Pt who resided in a group home, had gone home to visit her family for the weekend, at which time she reportedly died in her sleep. It was reported that prior to death, the pt's seizures had decreased in both frequency and severity with the vns therapy. The pt was receiving vns therapy at the time of death. Treating physician indicated that the vns therapy system was not related to the cause of death. The device was not explanted prior to burial.